Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of "lo" blood results. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value. Correction of date of event: (B)(6) 2014.

Event description:
Consumer complaint of "lo" blood results. No adverse event reported.